Manufacturer narrative:
B5: upon follow-up, it was reported that a week prior to the peritonitis onset, the patient experienced diarrhea, pain in the left side of the lower abdomen and loss of appetite. The patient was diagnosed with bacterial peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (2g, intraperitoneal, discontinued on the same day) for peritonitis. Five days after the event onset, the patient was treated with levaquin (750mg, orally, once daily, discontinued after 14 days) for peritonitis. Thirty-six days after the onset, the patient recovered from peritonitis, diarrhea, and left lower abdominal pain; however, was still recovering from loss of appetite. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported the patient experienced unspecified symptoms prior to the peritonitis diagnosis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.